Event description:
During an orthopedic surgery procedure, a synthes 2.5mm drill bit was broken when drilling into the patients bone. The drill bit tip was broken off and left in patient. Also two inserted synthes screws were broken during the procedure and tips left in bone.